Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. It was reported that the device was explanted during surgical conversion due to aneurysm expansion from an endoleak from an uncertain source. The patient was originally treated for a 5.2 cm infrarenal aaa; a type 2 endoleak was observed post-implant. The aneurysm size was reported to have increased in size at 8 months (to 5.8 cm) and at 24 months (to 7.4 cm). A type 2 endoleak was suspected as the cause of the expansion; however, no clear source of the endoleak could be confirmed by CT and therefore, the patient was converted to open repair. At explant, after peeling back severe calcific disease off of the aorta, a large patient ima was observed back-filling into the aneurysm. Calcific disease was also observed at the proximal neck and iliac vessels bilaterally. No additional clinical sequelae were reported and the patient is fine. The stent graft was received for analysis. From the examination of the returned devices, the likely cause of the aneurysm expansion appears to be the observed type 2 endoleak from the patent ima. Three strut fatigue fractures and multiple suture breaks were observed on the non-sealing zone at rings 3 and 4. A single puncture hole/cut was observed on ring 1 of the bifurcate aortic body, and appeared to have been caused during the explant. A single spring abrasion hole was also observed on the mid-length of the contra limb, between rings 7 and 8. There were no device related endoleaks reported. The ipsilateral and contra limb were received transected at their mid-length, thereby limiting the extent of the evaluation.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure, lack of effectiveness related to patient condition (type ii endoleak).